Event description:
User reported that the workstation glitched momentarily and blood flow was temporarily interrupted, which is considered a reportable event.

Manufacturer narrative:
Investigation confirmed device communication issues causing errors upon boot up. Software was updated and device was able to boot correctly.